Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, kwp. Original implant date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review all lot numbers because it cannot be determine which lot #s were used during surgery. Lot# 6668450, mfg. Date; 05/16/2011. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot# 6577473, mfg. Date; 01/21/2011. A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot# 6633811, mfg. Date; 05/06/2011. A device history review was conducted. The report indicates that it was issued at op. 15 because the ultrasonic clean operation was performed at machine b296 instead of b193. The ultrasonic clean operation met the requirements because machine b296 and b193 are equivalents. This ncr is not relevant because the ultrasonic cleaning is not related to the complaint condition. A manufacturing investigation was conducted. The report indicates that all relevant features were verified and conformed to product specifications. Complaint is unconfirmed from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) female had revision surgery (date and cause of the original surgery was unknown) after an x-ray revealed that 2 screws were broken at the top with non-union. The screws were found to be broken at l4-l5 on the left side. After a 45 minute delay, the surgeon was able to extract both screws. The surgery was completed successfully with good patient outcome. This report is for 6 of 8 for (B)(4).